Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parents reported via phone call that customer received a compromised forced sensor alarm during priming. During troubleshooting, it was found that customer had a new insulin pump which was not used. Assistance was given in reprogramming new insulin pump.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip and missing the end cap sticker.